Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed cassette not attached properly. The event happened during set up.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer complaint. The customer complaint could not be replicated during testing. No cassette alarm was displayed while performing preventive maintenance. During latch lock tests it was found that latch lock lever inclination was below 90 degrees, and latch lock mechanism was replaced with a new one. All tests passed within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.